Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The battery depleted in four years. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.